Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy assisted distal gastrectomy, at the third firing of the device for closing the insertion of delta shaped anastomosis, the firing stopped midway. The device was removed from the tissue. Prior to the procedure, the handle was fully charged however, the battery indicator only showed 60%-90%. One of the reloads used with the device which used a buttress also had the buttress detached easily and was not used. The procedure was completed using another device. There was no patient injury.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the firing stopped midway. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.